Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The erosion was due to battery pocket infection.the patient didn't have therapy to help with the parkinson's symptoms until device gets re-implanted. No date was known for this yet. No patient weight was known. The device was disposed by the hospital. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's ins was eroding through their skin at their left pocket site. There was also an infection. The ins and extensions were removed, however the leads remained implanted. The patient was scheduled to be treated with an antibiotic and be re-implanted once the infection was resolved. The issue was not resolved at the time of the report. No further complications were reported as a result of this event.